Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and increased threshold measurements. Boston scientific technical services reviewed the device data and confirmed during the loc from automatic gain control testing a back up pace was provided. Additionally, it was noted, approximately 11 months ago the threshold measurements started to fluctuate from it .5 to 3.mv. During the recent in office device testing loss of capture was seen and programming changes were made to turn on the automatic gain control and pacing output fixed. The lead remains in service and the physician will continue to monitor it remotely. No adverse patient effects were reported.